Event description:
It was reported that during a stapled hemorrhoidectomy procedure the device did not work properly. When fired it cut the tissue but didn't staple. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional comments provided: did the surgeon report any differences in the way the device fired? No. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch sound. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Yes. When was the safety removed prior to firing? After seeing the orange indicator reaching the lower end of gap setting scale. Was the breakaway washer completely cut through? Yes. Were there staples seen in the operative field? If yes, what was the appearance of the staples? No. Was the cut line fully circumferential around the target tissue? Yes. Who fired the device? Doctor. How was the case completed? By conventional method. Has the person firing been trained on how to use the ees circular device? Yes. Has the o.r. Staff been trained in preparing the ees circular device? Yes.